Event description:
(B)(4). My cycle completely changed from every 229-30 days to every 3 weeks, severe weight gain- + 50 lbs, no change in diet or exercise can change it. By the way- you system allows only today's date to be chosen- this has been going on since (B)(6) 2011.